Event description:
It was reported that patient had an unrelated rf ablation procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices and the programmer displayed error message "generator unavailable". Troubleshooting including multiple bluetooth resets were attempted to no avail and the ipg was deemed inoperable. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided.

Manufacturer narrative:
A patient controller communication error message displaying ¿generator unavailable¿ was reported to abbott. The patient had an unrelated surgery, and the device was not placed in surgery mode. Patient has been unable to connect since the surgery. Troubleshooting was attempted but issue persisted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received reports that patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.